Manufacturer narrative:
G4:30nov2020. B4:01dec2020. The power management board was replaced, yet the issue was not resolved. A connection on the power supply assembly was found to be disconnected. Once the loose connection was re-established, the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28aug2020.

Event description:
The customer reported the battery light does not illuminate. There was no patient involvement. The manufacturer's field service technician advised to replace the power management board.